Manufacturer narrative:
Summary of the invetsigation: x-rays of the lead were taken to check the fixation mechanism by checking the proximal part (is1-pin), the distal part of the lead (helix), the outer coil and the inner coil (which drives the screw mechanism). The x-ray confirmed that all the components were free from any damages. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issue. Additional tests were performed to measure the impedance in dry and wet conditions. These tests did not reveal any abnormal impedance values or current leakage between the conductor lines on the lead (either at the distal or proximal level). As received, an abrasion on the external insulation of the lead was found at l= 10 cm from the connector pin. The abrasion is located at the proximal side of the lead and is most likely attributable to friction with the device or with the clavicle. As no patient data (files, x-ray and scopy) were available, it is impossible to conclusively confirm/identify the reported oversensing. Considering the implant duration of the lead, such issue(s) may result from ¿lead to can abrasion¿ or friction between the lead and the clavicle. The investigation results are retained and utilized for trending purposes.

Event description:
Atrial lead showed noise with oversensing.

Event description:
Atrial lead showed noise with oversensing.